Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e2, e3, g3, g6, h2, h10, h11. Corrected sections: e1(name, address, city, tel. No).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit signal from external monitor was not recognized. The defective machine has been replaced with another machine, and treatment is continuing. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the cable, external monitor connect, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.